Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to corroded electronic assembly. The corrosion was noted at motor and keypad assemblies. Analysis was unable to verify button error alarms due to blank display. The insulin pump was received with cracked case at display window corners, reservoir tube and battery tube threads, and minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and alarmed button error. The customer's blood glucose reading was 205 mg/dl at the time of the call. The customer stated the insulin pump was exposed to water. The button error occurred after being exposed to water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.